Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl at the time of event. Customer stated that they were treated by giving bolus but nothing was happened. It was unknown that auto mode was active or not at the time of event. The device will not be returned for analysis.